Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea. Subsequently, the patient was placed under general anesthesia in order to reposition the device (specific date not reported). The implanted device remains.